Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation, the lens was explanted. In separate surgery the lens was replaced for a longer length lens. This resolved the problem. Cause of the event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation, the lens was exchanged for a longer length lens. The problem was resolved. Claim # (B)(4).

Manufacturer narrative:
D6b - if explanted:(B)(6) 2025 claim #(B)(4).